Event description:
A customer reported a cgm error code 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted through a pump reset by technical support, which resolved the issue, and they were able to successfully start their sensor session.